Event description:
Baxter (B)(4) received a report that an infusor had no flow during patient use. The concomitant medical products are currently unknown. This condition interrupted therapy. There was patient involvement, however there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.